Event description:
It was reported that an er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the left half or jaw broke and fell into the pt. The jaw was retrieved from the pt. A new applier was used to complete the case.